Manufacturer narrative:
The issue initially reported was that the brain imaging on a iqon spectral ct7500 system displayed artifacts which could mimic stroke. The system was in clinical use when this occurred. The philips clinical applications specialist (cas) that reported the issue stated the artifact had the potential to result in a misdiagnosis of a patient, however, in this instance, no misdiagnosis occurred. The cas was instructed to change the collimation in the protocols to stop the artifact. Philips engineering reviewed all of the information and concluded that when the trained technician utilized the head protocol with parameters: 64x, 0.4sec, 0.4 pitch (= exposure time 1 second) there was system related motion due to the vibration of the mylar ring. The image, enhanced by cone beam attenuation correction (cbac), caused the shading / wobble artifact. The trained technician should always observe images for the presence of artifacts and, in this case, rescan the patient with different parameters. The probable cause was system related motion using head protocol parameters: 64x, 0.4 sec, 0.4 pitch this event is considered a non-reportable event. Date of report: 20211208.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a final emdr at the completion of the investigation. Internal cross reference complaint: (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was that the brain imaging on the ct7500 has artifacts on it which mimics stroke. This malfunction may be likely to cause or contribute to a death or serious injury if this were to recur. Based on the available information, this issue has been initially determined to be a reportable event.